Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, surgeon noticed that there was scratch on the optic after implantation. Surgeon decided to explant the lens. The surgery was completed on the same day with another same model lens during initial procedure. No patient harm was reported.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol (intraocular lens) returned in two(2) segments in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic tip is nicked/chipped-rejectable with fibers, the other haptic has fibers. The optic is torn/split in two and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "scratch on the optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).